Event description:
Information received by medtronic indicated that the customer had hyperglycemia and was hospitalized/received emergency medical treatment. Customer¿s blood glucose was 420 mg/dl at the time of event. Troubleshooting was performed and customer alleged insulin pump was under delivering. The insulin pump has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data on (B)(6) 2023 only. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file on the event date. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed, suspected on pcba 2. Force sensor zero offset within specification (23.5mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Battery cap contact damaged was confirmed. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery anomaly was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed, suspected on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '03-nov-2023'.